Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant product(s): product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Analysis discovered a small, user-related hole in the proximal end of the catheter. All evaluation codes listed apply to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable intrathecal pump and catheter used to deliver an unknown drug indicated for non-malignant pain and failed back surgery syndrome were returned to the manufacturer on september 26, 2016. No allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.